Manufacturer narrative:
Section d4: expiration date inadvertently reported in initial report and is not applicable for this device section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the mobile power unit not functioning properly was confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and tested on 13dec2022. The unit was unable to be booted up. The mpu was opened, and a damaged component (d13) was found on the main printed circuit board (pcb). The main pcb was replaced, and the issue was resolved. The mpu was sent to the rental pool. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on (B)(6) 2016. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an electrical safety test was done on the mobile power unit (mpu) during installation. The devices did not work and did not switch off.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.